Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient receiving morphine 5.0mg/ml for a tot al dose of 0.75mg/day via an implantable pump for spinal pain. It was reported the pump had been flipping. The patient believed their pump was too high and protrudes into their ribs. The patient had weight loss surgery; type unknown. It was noted that the patient has been fluctuating substantial weight gains and losses. Surgical intervention occurred as a pocket revision was performed and the pump was moved deeper and "inferiorly." The sutures were replaced on the pump's suture holes. It was unknown if the issue was resolved at time of report, and the patient's status at time of report was "alive-no injury." The patient's weight and medical history was unknown. Event date was noted as (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a device manufacturer representative indicated that the catheter curling up was due to the patients weight fluctuations and the pump flipping. It was reported that the catheter was discarded and would not be returned for analysis. No further complications were reported.

Manufacturer narrative:
Product ID 8784 lot# (B)(4)implanted: (B)(6)2017 explanted: (B)(6)2018 product type catheter if information is provided in the future, a supplemental report will be issued.